Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage") and fallopian tube perforation ("perforation (fallopian tube(s))") in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: paragard on (B)(6) 2011. Concurrent conditions included arthritis, fibromyalgia, slipped disc, asthma, anemia, vitamin b12 deficiency, anxiety, post-traumatic stress disorder, bipolar disorder, ovarian cyst since (B)(6) 2013, ovarian cyst since (B)(6) 2013, headache and morbid obesity. Concomitant products included docusate, fluticasone, ibuprofen, loratadine, lorazepam, ranitidine hydrochloride (zantac), salbutamol (albuterol) and topiramate. On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced dyspareunia ("painful intercourse"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, dysmenorrhoea ("painful menstrual cycles"), rash ("rashes"), fatigue ("fatigue"), migraine ("migraines / headaches"), nausea ("nausea"), allergy to metals ("nickel allergy"), weight increased ("weight gain") and alopecia ("hair loss"). The patient was treated with paracetamol (tylenol), surgery (hysterectomy full, salpingectomy (bilateral removal of fallopian tubes) and oophorectomy) and surgery (hysterectomy full, salpingectomy (bilateral removal of fallopian tubes) and oophorectomy). Essure was removed on (B)(6) 2013. At the time of the report, the device breakage, fallopian tube perforation, dysmenorrhoea, dyspareunia, rash, fatigue, migraine, nausea, allergy to metals, weight increased and alopecia outcome was unknown. The reporter considered allergy to metals, alopecia, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, migraine, nausea, rash and weight increased to be related to essure. The reporter commented: on (B)(6) 2013 and (B)(6) 2013, unilateral salpingo-oophorectomy -laparoscopic left salpingo-oophorectomy and unilateral salpingectomy - laparoscopic right salpingectomy. Removal details:(B)(6) 2013:laparoscopic left salpingooophorectomy. Lysis of adhesions. Removal of left essure coil. Drainace of right ovarian cyst. (B)(6) 2015:attempted open laparoscopy converted to mini laparotomy, right ovarian cystectomy, right and removal of essure device. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 42.8 kg/sqm. Hysterosalpingogram showed total bilateral occlusion, breakage of essure device, perforation (fallopian tube). Current weight 135 lbs. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc(product technical complaint) incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s))") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: paragard on (B)(6) 2011. Concurrent conditions included arthritis, fibromyalgia, slipped disc, asthma, anemia, vitamin b12 deficiency, anxiety, post-traumatic stress disorder and bipolar disorder. Concomitant products included docusate, fluticasone, ibuprofen, loratadine, lorazepam, ranitidine hydrochloride (zantac), salbutamol (albuterol) and topiramate. On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced dyspareunia ("painful intercourse"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, dysmenorrhoea ("painful menstrual cycles"), rash ("rashes"), device breakage ("device breakage"), fatigue ("fatigue"), migraine ("migraines / headaches"), nausea ("nausea"), allergy to metals ("nickel allergy"), weight increased ("weight gain") and alopecia ("hair loss"). The patient was treated with paracetamol (tylenol) and surgery (hysterectomy full, salpingectomy (bilateral removal of fallopian tubes) and oophorectomy). Essure was removed on (B)(6) 2013. At the time of the report, the fallopian tube perforation, dysmenorrhoea, dyspareunia, rash, device breakage, fatigue, migraine, nausea, allergy to metals, weight increased and alopecia outcome was unknown. The reporter considered allergy to metals, alopecia, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, migraine, nausea, rash and weight increased to be related to essure. The reporter commented: on (B)(6) 2013 and (B)(6) 2013, unilateral salpingo-oophorectomy -laparoscopic left salpingo-oophorectomy and unilateral salpingectomy - laparoscopic right salpingectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.8 kg/sqm. Hysterosalpingogram showed total bilateral occlusion, breakage of essure device, perforation (fallopian tube). Current weight 135 lbs. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. New reporters added. Plaintiff demographics added. Essure indication updated. New events perforation (fallopian tube(s), device breakage, migraines / headaches, nausea, nickel allergy, weight gain and hair loss were added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage') and fallopian tube perforation ('perforation (fallopian tube(s))') in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: paragard. Concurrent conditions included ovarian cyst since (B)(6) 2013, ovarian cyst since (B)(6) 2013, arthritis, fibromyalgia, slipped disc, asthma, anemia, vitamin b12 deficiency, anxiety, post-traumatic stress disorder, bipolar disorder, headache and morbid obesity. Concomitant products included docusate, fluticasone, ibuprofen, loratadine, lorazepam, ranitidine hydrochloride (zantac), salbutamol (albuterol) and topiramate. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced allergy to metals ("nickel allergy"). In (B)(6) 2013, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, dysmenorrhoea ("painful menstrual cycles /dysmenorrhoea (cramping)"), fatigue ("fatigue"), migraine ("migraines / headaches") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). In 2013, the patient experienced dyspareunia ("painful intercourse"). In (B)(6) 2015, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced rash ("rashes") and nausea ("nausea"). The patient was treated with paracetamol (tylenol) and surgery (hysterectomy full, salpingectomy (bilateral removal of fallopian tubes) and oophorectomy). Essure was removed on (B)(6) 2013. At the time of the report, the device breakage, fallopian tube perforation, dysmenorrhoea, dyspareunia, rash, fatigue, migraine, nausea, allergy to metals, weight increased and alopecia outcome was unknown. The reporter considered allergy to metals, alopecia, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, migraine, nausea, rash and weight increased to be related to essure. The reporter commented: on (B)(6) 2013 and (B)(6) 2013, unilateral salpingo-oophorectomy -laparoscopic left salpingo-oophorectomy and unilateral salpingectomy - laparoscopic right salpingectomy. Removal details: (B)(6) 2013:laparoscopic left salpingooophorectomy. Lysis of adhesions. Removal of left essure coil. Drainace of right ovarian cyst. (B)(6) 2015:attempted open laparoscopy converted to mini laparotomy, right ovarian cystectomy, right and removal of essure device. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 42.8 kg/sqm. Hysterosalpingogram - in (B)(6) 2012: results: both tubes were shut. Hysterosalpingogram showed total bilateral occlusion, breakage of essure device, perforation (fallopian tube). Current weight 135 lbs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: malfunction was ticked yes for event device breakage. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("painful intercourse") and rash ("rashes"). The patient was treated with surgery (underwent a device removal procedure). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia and rash outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, pelvic pain and rash to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.